Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment was cracked below the grip pad. The battery cap was not returned and the test battery cap fit securely. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no further moisture corrosion or intermittent conditions to the power circuit. The short battery life complaint was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.